Manufacturer narrative:
Investigation summary: bd received 1 customer photo from the customer in response to this complaint for review and analysis. The customer photo does confirm the reported failure mode of closure separation as the photo provides evidence of hemogard caps detached from the rubber stoppers. The reported failure mode of closure separation can be confirmed based on customer photos analysis. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube the rubber stopper remained in tube (stopper/shield separation). This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "during decapping by the beckman decapper on the total lab automation track, the hemogard cap was not completely removed from tube. The inner stopper was still stuck on tube, while the outer plastic hemogard cap was dislodged from the inner rubber stopper. The chemistry analysis workflow to stop and the laboratory technician had to manually recall the tube from track and manually remove the inner stopper."

Event description:
It was reported when using the bd vacutainer® serum blood collection tube the rubber stopper remained in tube (stopper/shield separation). This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "during decapping by the beckman decapper on the total lab automation track, the hemogard cap was not completely removed from tube. The inner stopper was still stuck on tube, while the outer plastic hemogard cap was dislodged from the inner rubber stopper. The chemistry analysis workflow to stop and the laboratory technician had to manually recall the tube from track and manually remove the inner stopper."

Manufacturer narrative:
H.6 investigation summary: bd received 1 customer photo in support of this complaint. The customer photo was evaluated and the issue of closure separation (stopper defect) was observed as the photo provides evidence of hemogard caps detached from the rubber stoppers. Additionally, 29 retention samples from the bd inventory were evaluated and there were no issues related to closure separation observed, this complaint has been confirmed for the indicated failure mode of closure separation however, the issue could not be found in the retention sample testing. Bd was not able to identify a root cause for the indicated failure mode. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.